Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an inoperative "select" key on channel a was confirmed during product evaluation. The assignable cause was a damaged keypad flex cable. The keypad was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with an inoperative "select" button on the channel a keypad. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.